Event description:
A malfunction alarm with the code malf 9 was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it remained within an acceptable range. The customer was assisted by technical support in resetting the pump, and the malfunction did not reoccur after the reset. The customer was advised to continue using the pump and to reach out if any issues arose again, which they understood and acknowledged.